Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: while inserting and removing the obturator, it was noted that the cannula broke off the hub. Another device was used to complete the procedure. No bleeding was reported. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No patient injury was reported.